Event description:
It was reported that during device interrogation, the pacemaker had entered safety mode. Upon confirming the patient was pacer dependent, the decision was made to transfer the patient to the hospital to prepare for an urgent device replacement procedure. The patient passed out once in the doctor's off and twice in the ambulance. During the transfer, the patient also experienced pacing inhibition, shortness of breath, and lightheadedness. It was suspected that these symptoms were attributed to oversensed noise with unipolar pacing. The pacemaker was explanted and replaced that same day, despite previous plans for replacement in february. The patient felt much better after the procedure, with no further complaints. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during device interrogation, the pacemaker had entered safety mode. Upon confirming the patient was pacer dependent, the decision was made to transfer the patient to the hospital to prepare for an urgent device replacement procedure. The patient passed out once in the doctor's off and twice in the ambulance. During the transfer, the patient also experienced pacing inhibition, shortness of breath, and lightheadedness. It was suspected that these symptoms were attributed to oversensed noise with unipolar pacing. The pacemaker was explanted and replaced that same day, despite previous plans for replacement in february. The patient felt much better after the procedure, with no further complaints. No additional adverse patient effects were reported. Product return was requested.